Event description:
It was reported that the volume to be infused (vtbi) was reading 19.4ml when there was 16ml in the syringe. The clinician attempted to power off the pump and restart the device but it continued to read 19.4ml where there was 15-16ml. Per the medical administration record (mar), the patient had "fentanyl 25mcg/ml in 0.9ns 20 ml" at a rate of 2.4 mcg/kg/hr and midazolam "1mg/ml in 0.9 in 50 ml" at a rate of 0.24mg/kg/hr infusing and it is unclear which medication the event occurred with. The patient received the medication on a new pump. It was noted that the device passed preventative maintenance (pm). The event occurred in the neonatal intensive care unit (nicu). There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Sample inspection: the inspection process performed on syringe module s/n (B)(6) found it to be in fair condition. Both the right (male) iui and left (female) iui were observed with dry fluid residue. During internal inspection, it was observed that one of the screw hole inserts on the rear case was broken and mild fluid residue was observed along the drive arm. Service to be made aware of observed damage. Log analysis results: the detailed pcu event log was not received for evaluation. A review of the available syringe module s/n (B)(6) event log prior to the reported event date and time of (B)(6) 2020 11:25 pm shows the device was attached to a prior powered on pcu (s/n (B)(6) on (B)(6) 2020 1:41:33 am as channel c. The activity until the reported event time shows a total of three programmed infusions of unknown drugs all at the rate of 0.92 ml/h with the two initial infusions from bd 20 syringes and the last infusion from a bd 30 syringe. The infusion times ranged starting from a minimum of around 19 hours to a maximum of 26 hours. Each infusion did not complete to its entirety as each was reprogrammed prior to completion. At the reported event time, an unknown drug was programmed at a rate of 0.92 ml/h and vtbi of 14.58 ml (infusion calculated to be for 15 hours and 50 minutes); however the syringe module was powered off immediately and an unknown drug was programmed at a rate of 0.92 ml/h and vtbi of 18.88 ml (infusion calculated to be for 20 hours and 31 minutes). 26 minutes later at 11:51:22 pm, the syringe module was powered off. The syringe module¿s next activity date was noted as approximately three months later on (B)(6) 2021 with a different pcu; however no further infusions were observed. Test results: functional testing was performed with the returned syringe module s/n (B)(6) , lab pcu, and a lab bd 30 ml syringe. An infusion was programmed based on the infusion parameters around the reported event date and time. The infusion completed with no anomalies observed. Additional testing performed using asm v9.8.1 barrel clamp accuracy, plunger force accuracy, and plunger position accuracy confirmed the source syringe module¿s functional accuracy was within specifications. Test methods: n/a. Device history review: a review of the syringe module device history record showed the device had a manufacture date of 06/12/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report that the volume to be infused (vtbi) was reading 19.4 ml when there was around 15-16 ml in the syringe was not identified. The syringe module was the only device returned and was thoroughly inspected and tested; no fault was found. The customer¿s report that the volume to be infused (vtbi) was reading 19.4 ml when there was around 15-16 ml in the syringe could not be confirmed or replicated during this investigation. The syringe module was the only device returned and the detailed associated pcu event log was not received for evaluation. A review of the available syringe module event log around the reported event date and time of (B)(6) 2020 at 11:25 pm shows an unknown drug was programmed at a rate of 0.92 ml/h and vtbi of 14.58 ml (infusion calculated to be for 15 hours and 50 minutes). However, the syringe module was powered off immediately and an unknown drug was programmed at a rate of 0.92 ml/h and vtbi of 18.88 ml (infusion calculated to be for 20 hours and 31 minutes). It could not be determined from the log if the syringe had been accessed. 26 minutes later at 11:51 pm, the syringe module was powered off. The syringe module¿s next activity date was noted as approximately three months later on (B)(6) 2021 with a different pcu; however no further infusions were observed. The reason for the early termination of the multi hour infusions could not be determined from the log. The inspection and testing process performed on the syringe module found no existing malfunctions related to the reported issue. The device was being used for treatment.

Event description:
It was reported that the volume to be infused (vtbi) was reading 19.4ml when there was 16ml in the syringe. The clinician attempted to power off the pump and restart the device but it continued to read 19.4ml where there was 15-16ml. Per the medical administration record (mar), the patient had "fentanyl 25mcg/ml in 0.9ns 20 ml" at a rate of 2.4 mcg/kg/hr and midazolam "1mg/ml in 0.9 in 50 ml" at a rate of 0.24mg/kg/hr infusing and it is unclear which medication the event occurred with. The patient received the medication on a new pump. It was noted that the device passed preventative maintenance (pm). The event occurred in the neonatal intensive care unit (nicu). There was no patient harm. The customer stated no further information is available.

Manufacturer narrative:
Concomitant continued: syringe, 8100, pri tubing. Diagnosis: bronchopulmonary dysplasia.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the volume to be infused (vtbi) was reading 19.4 ml when there was 16 ml in the syringe. The clinician attempted to power off the pump and restart the device but it continued to read 19 ml where there was 15-16 ml. It was noted that the device passed preventative maintenance (pm). Although requested, no additional information was provided.